Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('these coils can migrate to other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and autoimmune disorder ("autoimmune disorder") and was found to have neoplasm malignant ("cancer"). At the time of the report, the device dislocation, autoimmune disorder and neoplasm malignant outcome was unknown. The reporter considered autoimmune disorder, device dislocation and neoplasm malignant to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('these coils can migrate to other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and autoimmune disorder ("autoimmune disorder") and was found to have neoplasm malignant ("cancer"). At the time of the report, the device dislocation, autoimmune disorder and neoplasm malignant outcome was unknown. The reporter considered autoimmune disorder, device dislocation and neoplasm malignant to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.